Event description:
The medical provider communicated that several patients had developed infections at the site of administration post different types of vaccine administration. The medical provider stated that she believed the needles were the common factor.

Manufacturer narrative:
Additional information has been requested but at this time. No further details have been provided. The incident sample and lot number have been requested but to date has not been received for evaluation. The devices are sterilized via ethylene oxide (eo). Sterilization cycle development/validation is performed to 10^-6 sal in accordance with current iso 11135 guidelines. The labeling and IFU are reviewed. These needles are labeled as "sterile in unopened, undamaged inner package" and released for sale by caina are certified to be sterile as long as the package is unopened and undamaged. The device history records of all mckesson brand 16-n2558 needles are reviewed and approved by quality prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.